Event description:
It was reported that while using this shaver blade in a knee arthroscopy procedure, the blade was bent with the blade bender and metal shavings were observed in the patient's joint. It is not known if all the metal shavings were retrieved. No injury occurred and no additional treatment is expected.

Manufacturer narrative:
Investigation results: the shaver blade was received for investigation and the reported problem was verified. A visual examination found galling on the inner and outer tubes, but no signs of burrs were observed on the cutting edge. This type of damage can occur if excessive lateral force is applied during use. A review of product history for the past 2 years shows one similar reported problem. Conmed linvatec will continue to monitor this product for failures.